Manufacturer narrative:
Manufacturer narrative: additional information was requested but not received corrected data: a1 should be (B)(6).

Event description:
New information received notes that the right ventricular (rv) lead was partially capped and explanted on (B)(6) 2025. Patient condition was unknown.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. As received, a partial lead (only connector portion) was returned in three pieces. Electrical testing was normal. Unable to perform lead impedance test due to condition of the partial lead as received. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high defibrillation impedance. No intervention was performed. Patient condition is unknown.